Event description:
(B)(4). After I had the essure procedure done in (B)(6) 2013 I started to realize first that my lower abdomen and cervix area stayed tender and sore, I continue to feel sharp stabbing pains. If I turn wrong or sit wrong it becomes painful. I started having blinding migraines that would last several days, my libido has decreased drastically, my hair is thinning, braking and hasn't grown in several months, my menstrual cycles are like they never where before.. I have excessive bleeding, painful bleeding. I am now on a thyroid medicine due to my levels changing, I have experienced excessive anxiety and depression since I've had the procedure, I experience random nausea and dizziness. All of these issues were not a problem for me before I got the essure.